Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, connection difficulties in the ventricular channel were incurred by the physician. Specifically, clicking of the associated screwdriver was not obtained, when tightening the set-screw. Another pacemaker was subsequently implanted instead. Reportedly, it is not known, if the screwdriver returned with the device is the one with which the difficulties were incurred.